Manufacturer narrative:
The field service engineer (fse) replaced the master tool manipulator (mtm). The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the information associated with this event has been performed by post market quality engineering (qe) and the following additional information was provided: the opto button could cause the mtm to be in a down state depending on the failure mode. If the opto button was stuck in activated state that would render it unusable. If the opto button isn¿t responsive on that mtm there is a way to use the clutch button on the foot pedals or the other mtm opto button. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there is no error90 occurred on the ssc that switch was disable. We have reviewed the log for mtm opto issue and already replace mtm. Customers use the foot switch instead of faulty switch.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and error code 23031 mtm's finger clutch button outputs are saturated, button sensor #1 on mtml, was confirmed in artemis and replicated on an sftp. No visual failures related to the reported problem were found during inspection. Functional testing on an sftp system resulted in failing opto button. To rectify the unit failure, the opto but assembly will be replaced. The complaint was confirmed based on the failure analysis which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to mechanical failure of the component. An aba swap was performed on opto button and confirmed it as the root cause of the reported event.